Manufacturer narrative:
The event of granuloma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device evaluation based on the product analysis performed, the assessments of the complaints are: rupture: observed, one opening assessed as fold flaw. Anxiety - product/ procedure: unable to observe since it is a medical event and is not related to the device. Granuloma: unable to observe since it is a medical event and is not related to the device. Local reaction: unable to observe since it is a medical event and is not related to the device.

Event description:
Healthcare professional later reported "textured" device, "thick fibrous capsule with lymphoplasmacytic and foam cell infiltration¿ and ¿foreign body giant cell reaction.¿ device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. The reason for reoperation is: rupture. Continued e1: phone number: (B)(6); fax number: (B)(6).

Event description:
Healthcare professional reported, left side rupture. Device was explanted.